Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor generated a service code 204 the last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor's electrode belt connector was damaged, causing the service code. The damaged electrode belt connector prevented the monitor from properly connecting to an electrode belt. In addition the monitor enclosure was damaged. The root cause for the damaged connector and enclosure could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The last patient to use this device did not report any deficiencies.